Event description:
The article, "la-to-lv valved conduit for relief of mitral stenosis in patients with hcm and severe mac", was reviewed. The article presented a case study of a 69-year-old female patient with previous septal myectomy, sick sinus syndrome, permanent pacemaker in situ, hypertension, obstructive sleep apnea, type 2 diabetes mellitus, peripheral vascular disease, atrial fibrillation, pulmonary hypertension, chronic anemia, and tobacco dependence. It was reported that on an unknown date, a 19mm trifecta valve was chosen for implant for moderate aortic valve stenosis. The patient also underwent concomitant left atrium to left ventricle valved conduit and left atrial appendage amputation. It was reported post-procedurally, the patient presented with pericardial effusion. A decision was made to perform a pericardiocentesis. The patient also experienced acute kidney injury. It was also reported about 3.5 years post-procedure, the patient was noted to have a patent conduit during a computed tomography scan. [The primary and corresponding author is hartzell schaff, department of cardiovascular surgery, mayo clinic, 1216 2nd street south west, rochester, minnesota 55902, USA, with corresponding e-mail: schaff@mayo.edu]

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "la-to-lv valved conduit for relief of mitral stenosis in patients with hcm and severe mac" as reported in a research article, "la-to-lv valved conduit for relief of mitral stenosis in patients with hcm and severe mac", on an unknown date, a 19mm trifecta valve was chosen for implant for moderate aortic valve stenosis in a 69-year-old female patient with previous septal myectomy, sick sinus syndrome, permanent pacemaker in situ, hypertension, obstructive sleep apnea, type 2 diabetes mellitus, peripheral vascular disease, atrial fibrillation, pulmonary hypertension, chronic anemia, and tobacco dependence. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Some of the complications reported were unexpected medical intervention (pericardiocentesis), pericardial effusion, acute kidney injury. Based on the information received, the cause of the reported incident could not be conclusively determined.